Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead received a nick during procedure as the lead body insulation cap was filled with blood. The physician could not identify the damaged region of the lead and felt that the lead integrity might come into question due to breach in insulation. The lead was explanted and replaced. No additional adverse patient effects were reported.